Event description:
A piece of metal has broken off the attachment bit for the tooth brushes...head [attachment] went [won't] stay on whilst brushing me teeth [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that a piece of metal broke off the attachment bit of the oral-b toothbrush handle causing the oral-b toothbrush head to not stay on while she brushed her teeth. No injury was reported. On 23-sep-2024 case update: the suspect product lot was bc811300631. No injury was reported. On 11-oct-2024 case update via information initially received on 23-sep-2024: the suspect product was oral-b rechargeable toothbrush handle 3765. The concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. On 05-nov-2024 case update: the suspect products were confirmed to be oral-b rechargeable toothbrush handle 3765 and oral-b power oral care refills crossaction eb50. No injury was reported. On 05-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 05-nov-2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.